Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug ( concentration and dose unknown) via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient had been incarcerated and the pump was allowed to empty. The pump had been alarming since (B)(6) 2015, but no programmer was available to confirm the alarm. It was noted that the patient¿s managing healthcare professional (hcp) believed the pump reservoir was empty. No symptoms were reported. It was planned that the representative would follow-up with the hcp. Further information was received on 2016-oct-05. It was reported that the representative was not aware of any troubleshooting performed related to the alarm. She indicated that she spoke with the hcp office and they had no plans to fill this pump again and/or replace the pump since the patient did not have reliable means of transportation to/from their office. No actions or interventions were taken to resolve the alarm and the cause of the alarm was not confirmed as the pump had not been read.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.